Manufacturer narrative:
(B)(4) . Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00913-2. Reported event was unable to be confirmed due to limited information received from the customer. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the sales representative that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, during regular follow up six weeks post-operative it was noticed that the cemented oxford prosthesis had collapsed for an unknown reason. A revision surgery has been planned for an unknown date.

Event description:
It has been reported by the sales representative that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, during regular follow up six weeks post-operative it was noticed that the cemented oxford prosthesis had collapsed for an unknown reason. A revision surgery has been planned for an unknown date.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: unk oxford femoral component catalog #: not reported lot #: not reported, medical product: unk oxford bearing catalog #: not reported lot #: not reported. Additional MDR report were filed for this event, please see associated report: 3002806535-2019-00913. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It has been reported by the sales representative that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, during regular follow up six weeks post-operative it was noticed that the cemented oxford prosthesis had collapsed for an unknown reason. A revision surgery has been planned for an unknown date.